Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient¿s blood glucose levels had been very erratic over the past month. No numbers were specified, and there were no reported symptoms. This does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.